Event description:
It was reported that the keypads were not working on two pc units. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198),g0204002 - keyboard/keypad. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complaint or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the keypads were not working on two pc units. There was a patient involvement but no harm.